Manufacturer narrative:
Additional information received on 3/15/2018 indicates the patient is a (B)(6) year old male. Manufacturer's ref # (B)(4).

Manufacturer narrative:
On (B)(6) 2019, additional information was received indicating the not reportable event of atrial fibrillation has been inactivated. Correction: procedure type of "persistent atrial fibrillation ablation" was inadvertently omitted in 3500a supplemental MDR # 1. Manufacturer's ref # (B)(4).

Manufacturer narrative:
On 5/8/2019, additional information was received indicated that the previously reported adverse event of "renal failure" has been reclassified by the clinical study principle investigator as "renal insufficiency." Manufacturer's ref # (B)(4).

Manufacturer narrative:
Additional information received on 3/15/2018 also indicates the concomitant products include: agilis sheath (us catalog unknown, lot number unknown). Smartablate generator (us catalog unknown, serial number unknown). Pentaray nav mapping catheter (us catalog unknown, lot number unknown). Carto3 (us catalog unknown, serial number unknown).

Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future, we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure with a thermocool smarttouch bidirectional sf catheter and suffered acute kidney failure requiring medication. Post-procedure, the patient developed atrial fibrillation. Issue resolved without sequelae. Principal investigator assessed this event as mild in severity. Since the relationship between the event, the device, and the procedure has not been established, this event is not currently MDR reportable. On post-procedure day 3, the patient developed renal failure. An unspecified medication was administered. Patient required extended hospitalization as a result of the adverse event. Issue resolved without sequelae. Principal investigator assessed this event as moderate in severity, serious, not study device-related, and possibly index procedure-related. There were no device deficiencies reported.